Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was received for analysis. The pusher was noted to be broken at the pet transition. The remainder of the pusher was noted to be stuck inside the introducer. The pusher was removed from the introducer, and the pusher coil appeared stretched. The heather coil section was compressed and distorted, and the strain relief was noted to be damaged. The glue and tie-knot were noted to be in good condition on the attachment section. The monofilament was held loosely held at the implant tie-knot section. The pusher was dissected to inspect the monofilament and shape at the distal section. The shape of the monofilament and rebound length of 0.0065' was indicative of low tensile strength. Based on the available information and investigation, the monofilament was noted to be broken; however, the coil was not broken into separate pieces. The root cause is unknown; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Event description:
It was reported that after a quarter of the implant coil had been placed in the aneurysm, the coil detached. A stent device was used to retrieve the coil from the anuerysm. There was no reported patient injury. The patient is reported to be fine.